Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the hospital in order to assist us with the analysis and identification of a possible root cause of the reported event. We will provide a follow up report once we have completed our analysis.

Event description:
A hospital in (B)(6) reported that the pressure of an rd900aeu neopuff infant resuscitator only went up to 20cmh2o. It was also noted that the bottom cover was damaged. This was observed before use on a patient. The hospital also requested to service the subject neopuff unit.

Manufacturer narrative:
(B)(4). The complaint rd900aeu neopuff infant resuscitator was not returned to fisher & paykel healthcare for evaluation, and is no longer expected. Additional information provided by the biomedical engineer of the hospital revealed that the subject neopuff unit passed the preventive maintenance check that was conducted at their facility. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected.

Event description:
A hospital in (B)(6) reported that the pressure of an rd900aeu neopuff infant resuscitator only went up to 20cmh2o. It was also noted that the bottom cover was damaged. This was observed before use on a patient. The hospital also requested to service the subject neopuff unit.